Event description:
Customer's father was filling his son's pod with insulin, and he heard a clicking noise. The pod went through priming and activation. He was asking if it was o.k. To leave the pod on. He had received this clicking noise on another pod last week, and his son had to be hospitalized because of high blood sugars. No further info is available.

Manufacturer narrative:
The product will not be returned, so no evaluation is possible. The customer noticed a "clicking" sound during the fill process which indicates a probable problem with a retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The user is instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed. This was identified as a reportable event during an ongoing review of the system.